Manufacturer narrative:
E2/e3: no information available for the occupation of the initial reporter or whether they are a healthcare professional the evaluation of the event is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the rigid videoscope had dots on the lens. This event occurred during an unspecified procedure. There are no reports of patient harm.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. The device was returned to olympus for evaluation and the customer's allegation was confirmed. In addition, the following reportable malfunctions were identified during the device evaluation: a striped image, and fiber bonding in the outer tube area was damaged. A definitive root cause could not be identified. Based on the results of the investigation, it is likely that the following led to the malfunctions: the most probable cause of the complaint was traced to a component failure - the lens has dots due to the cover glass being cracked. The video cable is broken and therefore stripes in image occur. A device history record review revealed no issues that could have caused or contributed to the reported issue. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported that the rigid videoscope had dots on the lens. This event occurred during an unspecified procedure. There are no reports of patient harm.